Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification. No isig readings were detected. Checked lab transmitter for proper use, and the transmitter passed per specification. Also, found a bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with their sensors. The customer states that the sensor light indicators are not blinking. It is reported that the customer's sensor is missing the cannula. The customer's blood glucose level at the time of incident is reported to be 252mg/dl. Troubleshooting was reported to be conducted, and it was determined that the sensors would be sent back for analysis and replaced.